Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had dirty water come out from the tip which was reprocessed in the oer-4 reprocessor. At that time, it was discovered that the sub-water channel had not been cleaned using a cleaning tube. The issue occurred during reprocessing. There were no reports of patient harm.